Event description:
In cathlab - equipment (indeflator) used during cath lab procedure was found to have debris floating inside cylinder. Cylinder is filled with a mix of saline and contrast, which did not contain this debris. Two indeflators were used and they both held debris which was black and white. The equipment had the same lot number. No harm to patient.